Event description:
It was reported there was a system failure error. No patient injury was reported.

Manufacturer narrative:
No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information was received and attached on (B)(6) 2022 to the complaint: no patient incident was reported. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken on the plunger assembly, the right plunger case was cracked, and the plunger assembly was rotated. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as ?base not responding? Is an advisory alarm caused by the user powering the pump off within five seconds after having turned the pump on. Root cause of the reported event is from user error, no device fault is found. No repairs are required because the ?base not responding? Advisory alarm is a non-issue. Performed preventive maintenance and all functional testing. Product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.